Event description:
It was reported that the customer experienced issues with the screen being unresponsive and not sensitive enough. There was no adverse impact to the customer¿s blood glucose level. No additional actions were taken as the customer declined a callback and did not require further assistance.